Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient noticed fluid leaking from the cassette door. Patient had no adverse effects and required no medical intervention. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation. This medwatch report is associated with MDR # 8030665-2014-00476.